Event description:
It was reported by service report that the calf supports and stirrups on the bed would not stay in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lock/release latch.